Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain via manufacturer¿s representative (rep). The rep reported that the patient let their battery discharge. The rep reported that they used antenna locate and jump started the battery and cleared the por (power on reset). The rep reported that patient compliance led to this event. No complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.